Event description:
Patient had non-union of previous hip fx. Nail broke. Doctor revised with larger diameter nail. Gamma3 used again.

Manufacturer narrative:
Evaluation summary: according to information received the nail and the concomitant screws were not available for investigation due to ¿hospital policy,¿ thus, a physical examination of the broken nail was not possible. Medical records were not available, as well. Review of the device history records of the affected nail revealed no conspicuities in material or manufacturing. The event description clearly states that the ¿patient had a non-union of previous hip fx¿ and the nail broke. Nail breakage due to non-union after 16 months is regarded as patient related. No non-conformity was identified.

Event description:
Patient had non-union of previous hip fx. Nail broke. Doctor revised with larger diameter nail. Gamma3 used again.

Manufacturer narrative:
Device will not be returned.